Event description:
(B)(4) complaint handling unit reported an elgiloy clip jumped out during removal. After the plate was selected, the surgeon drilled 20mm and placed the screw. He thought the screw was too long and the drill bit drills were too short compared to the screw. He placed the other screws. Then he removed the 20mm bicortical screw with the removing screw driver. During the replacement, the elgiloy clip jumped out. The or technique was referred to in that the elgiloy clip holds the screw in position. The surgeon decided to place a screw in the damaged hole. He thought the screw was fixed in the bone and that the screw would not come out in the future.

Manufacturer narrative:
Device was used for treatment. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated october 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.